Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified radial vein a 6.0x220x90-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.